Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 500 mg/dl. The customer was admitted in the hospital on 12/15/2015. The customer was feeling symptomatic the week before admission but didn't do anything. The customer cause of emergency room visit was diabetic ketoacidosis. Customer had another high blood glucose on (B)(6) 2016 was hospitalized. Customer's blood glucose at time of emergency room visit was 500 mg/dl. The customer has an IV and discharge herself. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer reported the alarm was resolved by a complete set change. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot.